Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent. A 6.0 x 100 mm stent was used to treat a denovo lesion in the superficial femoral artery (sfa) proximal third to sfa middle third in the left leg. A contralateral approach was used and the lesion was prepared with pre-dilation using a percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with a pta balloon. On (B)(6) 2023, the site identified a restenosis of treated segment (target lesion). It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was target lesion-related. The site reported that there was restenosis of the target lesion. The intervention was performed on (B)(6) 2023 and included a bm3d stent placement in the sfa proximal third to sfa middle third, pta/standard balloon angioplasty and laser/atherectomy. The segment treated involved the sfa proximal third to the anterior tibial (at) distal third. It was a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan reviewed this event on 25-nov-24 and it was considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention are listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.